Manufacturer narrative:
Evaluation results: one cadd-solis vip pump was returned for investigation in good physical condition. A review of the event history log indicated that the pump displayed a high alarm; cassette not attached properly. The customer reported product problem was verified. The investigator inspected the pump and attached a cassette onto the device. The pump began alarming "cassette not attached properly". Further investigation of the pump determined that the pump had a faulty downstream occlusion sensor. This was identified as the root cause of the problem. The downstream occlusion sensor was replaced as a result.

Manufacturer narrative:
The smiths medical pump was returned in good physical condition and it was found in the event log that there was an alarm displayed "cassette not attached properly". Further investigation determined that the issue was caused by a faulty downstream occlusion sensor.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump indicated an error with the cassette not being attached properly. There was no patient present at the time of the event. There were no reported adverse events.